Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported failure to advance and difficulty removing could not be replicated as it was based on case circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery, the 2.0 x 15 mm mini trek balloon catheter was advanced, but could not cross the lesion due to strong resistance with the tortuous segment of the vessel. The mini trek was then attempted to be removed, but resistance was noted with the anatomy. The balloon was then inflated in an attempt to help remove the device and the balloon catheter was able to be removed. It was noted that the mini trek was prepared per the instructions for use, prior to use in the anatomy. A new mini trek was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.